Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 323 mg/dl at the time of incident and the other blood glucose of the customer was between 400 mg/dl to 500 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform high pressure test. Customer treated with insulin pump and manual injection. Customer reported that they feel okay to troubleshooting. The insulin pump will not be returned for analysis.